Manufacturer narrative:
Physio-control evaluated the device and verified several fault codes logged in the memory. Physio cleared the fault codes and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue was not determined.

Event description:
It was reported that the device logged several fault codes in the memory indicating possible intermittent loss of power. There was no report of patient involvement with the incident.